Manufacturer narrative:
Concomitant medical products: product ID: 37604, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
A healthcare professional from a clinical study reported via a manufacturer representative that on (B)(6) 2015 an implantable neurostimulator (ins) infection was noted. This was a skin infection. This was not serious and not unanticipated. It was related to the procedure and was not related to the device. An antibiotic was prescribed and the event was resolved. Additional information received reported symptoms included redness and irritation at the ins site.